Event description:
On 13-feb-2026, an arthrex subsidiary employee reported via email that an ar-2371 low profile ac tightrope implant system broke during placement inside the patient. All broken components were retrieved. The procedure was completed without incident using an additional ar-2370 implant (lot 15172469). There was no significant surgical delay, and no additional anesthesia was required. The issue occurred during an ac ligament reconstruction procedure performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 19-feb-2026: at this time, it is unknown which portion or component of the ar-2371 low-profile ac repair system broke in the patient. However, it was confirmed that all material, including any broken fragments, was completely removed from the patient before a new device was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.